Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w version 3.18e. The pump passed the displacement test. Pump received with cracked battery tube threads. Pump not received with original battery cap. Battery cap cracked/damaged unknown.

Event description:
Medtronic received information that damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.